Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of low and high blood glucose readings from the insulin pump. The customer stated that she called friday morning as the pump was acting up and she cannot get her sugar levels. The customer also stated that she had unexplained low blood glucose readings at the begging of the month. The customer saw her doctor and was diagnosed with hyperglycemia and anxiety attacks. The customer was advised to check the reservoir. The customer stated that there was an audio anomaly from the insulin pump. The customer stated that she heard winding noises whenever she turned the light on with her pump. The customer will call back to troubleshoot.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip and minor scratches on the lcd window.